Event description:
Pt undergoing hemodialysis treatment. Air in the extracorporeal system was discovered after circulation had been initiated. Attempts were made to remove air from the extracorporeal system without success. Blood line and dialyzer discarded. Blood loss approx 250 cc. - third incident involving the same lot# in less than 3 week period.